Manufacturer narrative:
The field service engineer checked the analyzer and performed preventive maintenance. After this action, the performance of the quality controls improved. No further issues have been reported since this action. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they had quality control issues with the ldhi2 (lactate dehydrogenase acc. To ifcc ver.2) assay on a cobas 8000 c 702 module and repeated 11 patient samples on a second c 702 analyzer. Out of these, one patient sample received discrepant results. The sample initially resulted in an ldhi2 value of 161 u/l and repeated as 216 u/l on a second c 702 analyzer. It was asked but it is unknown if a questionable result was reported outside of the laboratory. The ldhi2 reagent lot was 65486001 with an expiration date of 31-aug-2023.

Manufacturer narrative:
Calibration results were stable and acceptable. Precision testing was performed and was acceptable. The investigation is ongoing. Na.